Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump had high sleep current measurement. Unable to test for reported harm (unable to complete the functional test, the pump had high sleep current measurement). Unable to confirm alleged high bgs (hyperglycemia). No current code/category confirmed (the pump had high sleep current measurement). Unexpected battery power loss confirmed during testing. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose values of 500 mg/dl. The customer reported hyperglycemia, malaise, vomiting, pain, abdominal pain treated with IV insulin drip (intravenous insulin infusion), and hospitalization: overnight stay. The event involved product(s) mmt-1886. The troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported high bg event. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1886 was requested and the customer returned the device for the analysis.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump had high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Battery cycle 28.0 received the lowbatteryalert (104) on (B)(6) 2024 09:42:00 faster than expected at 1.57 days. Battery cycle 27.0 received the lowbatteryalert (104) on (B)(6) 2024 13:52:00 faster than expected at 2.95 days. Battery cycle 25.0 received the lowbatteryalert (104) on (B)(6) 2024 07:45:00 faster than expected at 2.35 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 09-aug-2024 in the pump history file. (B)(6) 2024 01:15:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 3500 (0.35 u). (B)(6) 2024 02:35:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 46000 (4.6 u) bolusamountdelivered: 2500 (0.25 u). (B)(6) 2024 03:45:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 35000 (3.5 u) bolusamountdelivered: 1500 (0.15 u). (B)(6) 2024 04:47:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 37000 (3.7 u) bolusamountdelivered: 37000 (3.7 u). (B)(6) 2024 04:50:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u). (B)(6) 2024 04:55:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2024 05:00:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4250 (0.425 u) bolusamountdelivered: 4250 (0.425 u). (B)(6) 2024 05:05:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u). (B)(6) 2024 05:10:07.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 05:15:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u). Please see below for the daily total of all insulin delivered on the event date 09-aug-2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 309250 (30.925 u). Dailytotalofbasalinsulindelivered: 171500 (17.15 u). Dailytotalofbolusinsulindelivered: 137750 (13.775 u). There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 09-aug-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-aug-2024 in the pump history file. (B)(6) 2024 14:57:13.000 batteryremoved (55). (B)(6) 2024 14:57:13.000 alarmalertnotification (40) faultnumber: batteryremoved (84). (B)(6) 2024 14:57:24.000 batteryinserted (44). (B)(6) 2024 19:58:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/05/2024 17:18:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). (B)(6) 2024 17:41:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). (B)(6) 2024 17:51:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). (B)(6) 2024 00:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 00:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 13:52:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104). (B)(6) 2024 19:57:57.000 batteryremoved (55). (B)(6) 2024 19:57:57.000 alarmalertnotification (40) faultnumber: batteryremoved (84). (B)(6) 2024 19:58:30.000 batteryinserted (44). (B)(6) 2024 20:50:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 00:56:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). (B)(6) 2024 01:08:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 01:18:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 02:26:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 04:08:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 04:18:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 05:12:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 17:08:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 17:09:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 09:42:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 12:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 16:51:28.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 16:52:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 202417:11:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 17:25:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 17:28:41.000 batteryremoved (55) (B)(6) 2024 17:28:41.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 17:29:57.000 batteryinserted (44) (B)(6) 2024 19:50:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:00:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:15:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:25:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:35:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:40:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:45:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:50:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 20:55:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 21:00:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 21:05:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 21:10:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 21:15:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 21:20:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 21:35:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 21:40:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 21:45:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 21:50:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 21:55:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 22:00:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 22:05:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 08/08/2024 23:20:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 23:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 01:15:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 01:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 02:35:19.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 02:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 03:45:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 03:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 08:25:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 08:35:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 09:15:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 09:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 09:55:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 10:05:57 pm. There was no power data available for the date of(B)(6) 2024. Unable to check power data for low battery alert listed on (B)(6) 2024. However, low battery alert listed on (B)(6) 2024 was expected due to the customer's battery in the pump is low on power. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Nodelivery (7) alarm not confirmed. Lost sensor alert not confirmed. Low battery alert listed on (B)(6) 2024 was unknown. Low battery alert listed on (B)(6) 2024 was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced diabetic ketoacidosis and the customer was hospitalized.